Event description:
It was reported that the customer experienced elevated blood glucose levels (+300 mg/dl). Customer delivered manual injections to stabilize his blood glucose level. Troubleshooting was performed and pump passed delivery system check. Customer reported his hormones may be contributing to his elevated blood glucose levels. Cartridge and infusion set are changed every 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T: slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up tp 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.